Event description:
G/u irrigation is not infusing. Irrigation is unable to be instilled. This happened four times within 3 to 5 days after insertion. Two of the four cases are positively identified with the lot number recorded. The other two, the packaging was not retained. All four foley catheters were retained after extraction. Have also retained all 18 unopened catheters of the same lot number.